Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, noise was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The status of the patient is unknown.